Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7102575.

Event description:
It was reported that the patients leads had migrated significantly which was confirmed through an x ray which resulted to loss of stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were kept by the medical facility.